Event description:
It was reported that during the unpacking of the device for a percutaneous coronary intervention (pci) procedure, a hole was found in the packaging. The 90% stenotic lesion was located in the mid left anterior descending artery. During prep, the physician observed a hole on the sealed paper of the package while unpacking the encore/advantage inflation unit. The procedure was completed with another encore/advantage inflation unit. There were no patient complications. Patient status is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. (B)(4).